Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8032770, expiration date: 2019-02-28, manufacture date: 2018-02-01. Medical device lot #: 8011591, expiration date: 2019-02-28, manufacture date: 2018-02-01. Medical device lot #: 8011592, expiration date: 2019-02-28, manufacture date: 2018-02-01. Medical device lot #: 7340955, expiration date: 2019-02-28, manufacture date: 2018-02-01. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes there was an issue with erroneous results. It was stated the consumer is ¿spinning at 3800 rpm (2038rcf) for 10 minutes ins a swing bucket centrifuge. They have troponin outliners and when they aliquot off the plasma and respin they are seeing fibrin and sometimes a cell button. They have been having this problem since (B)(6) when she states they filed a pir with 4 different lots. Samples were sent back at that time. Specimens were not refrigerated but spun immediately after centrifugation. Site states that the staff is informed to mix samples 8-10 times upon drawing. Instrument has been checked out for any issues and there are none.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes there was an issue with erroneous results. It was stated the consumer is ¿spinning at 3800 rpm (2038rcf) for 10 minutes ins a swing bucket centrifuge. They have troponin outliners and when they aliquot off the plasma and respin they are seeing fibrin and sometimes a cell button. They have been having this problem since march when she states they filed a pir with 4 different lots. Samples were sent back at that time. Specimens were not refrigerated but spun immediately after centrifugation. Site states that the staff is informed to mix samples 8-10 times upon drawing. Instrument has been checked out for any issues and there are none.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported with the use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes there was an issue with erroneous results. It was stated the consumer is ¿spinning at 3800 rpm (2038rcf) for 10 minutes ins a swing bucket centrifuge. They have troponin outliners and when they aliquot off the plasma and respin they are seeing fibrin and sometimes a cell button. They have been having this problem since march when she states they filed a pir with 4 different lots. Samples were sent back at that time. Specimens were not refrigerated but spun immediately after centrifugation. Site states that the staff is informed to mix samples 8-10 times upon drawing. Instrument has been checked out for any issues and there are none.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: bd had received samples and photos for investigation. The photos were evaluated and the indicated failure mode for fibrin clotting with the incident lot was observed. The customer and retention samples were tested and no issues relating to fibrin clotting were observed as all results demonstrated satisfactory performance. Each complaint lot was tested against 4 subjects, including a control lot with the troponin-I assay performed with 4 replicates per tube. All replicates showed excellent reproducibility. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Information will be captured on trend reports and monitored.